Event description:
The connection for the irrigation tubing kept disengaging every time the cath lab staff tried to connect. New tubing was opened per the physician's request and no further problems were encountered. There was no known patient injury.